Event description:
It was reported that shaft break occurred. A coronary angioplasty was being performed. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 3.00 x 16mm synergy shield drug-eluting stent was inserted into the introducer. However, during advancing, it was noticed that the shaft was fractured into two parts. The device was completely removed, and the procedure was completed with another of the same device. There were no patient complications reported and has fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: media review: three photos were attached to the complaint record. One was of packaging, another of the procedure table and patient and another of the break within the hypotube shaft. Returned media confirms the reported allegation. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of unintended use error caused or contributed to event as it is most likely that the reported event occurred due to an excessive force having been applied to the device during the procedure. The IFU instructs the user to handle the device with care during the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. A coronary angioplasty was being performed. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 3.00 x 16mm synergy shield drug-eluting stent was inserted into the introducer. However, during advancing, it was noticed that the shaft was fractured into two parts. The device was completely removed, and the procedure was completed with another of the same device. There were no patient complications reported and has fully recovered.